Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of the incident. The customer reported that he had leaking tubing, and there was crack on the connector with the tubing and the reservoir. Customer reported that he changed out his infusion set, he was trying to bolus but it was leaking and he did not realize it. The insulin pump will not be returned for analysis.